Event description:
A pt was sitting next to the vision central station with their arm extended outward on the coutertop within an inch from the unit, but was not touching it and received a shock. It was reported that during the incident none of the other monitors went out -- the telemetry was still working and no trouble was seen with the unit. It was reported that the vision central station was plugged into a surge protector and then plugged into a ups (uninterruptible power supply). It was reported that at the time of the incident, the weather outside was stormy, but it was unk if there were electrical storms.